Event description:
A home patient (hp) contacted baxter's technical service center (tsc) to report the notation of "pin holes" in the patient line of the homechoice set during the prime cycle prior to their automated peritoneal dialysis therapy. Baxter's tsc assisted the hp in ending therapy early, and advised them to set up with new supplies. Reportedly, when going to connect themselves to the setup. After closer examination the hp noted solution "spirting" out of the patient line in several spots. The alleged "pin holes" were noted with 3 different homechoice sets during priming (baxter's tsc was only contacted upon the first event) upon initial use of the homechoice sets. No sharp utensils are used to open the cartons, or overpouches, in which the homechoice sets are delivered. The hp does have a cat, however, the cat did not have access to the supplies at any point prior to, or during therapy setup. The hp advised that they had used all other homechoice sets from the same box and did not note any abnormalities with them, nor were there any difficulties experienced during therapy. No patient injury or medical intervention was associated with this incident, per the hp.